Manufacturer narrative:
The device has not been returned. (B)(4).

Event description:
It was reported that after undergoing a meniscal repair with the meniscal repair device that a site infection occurred. The initial procedure date was (B)(6) 2015 and the infection was noticed on (B)(6) 2015. The infection was treated with IV antibiotics and arthroscopic incision & drainage.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. (B)(4).

Event description:
Additional clinical information was received. Reportedly, patient presented with pain, tenderness, redness, swelling, drainage from the site and a stitch abscess. Patient was re-admitted to the hospital from (B)(6) 2015 to treat a staph aureus infection. Treatment consisted of arthroscopic incision and drainage x2 with irrigation fluid and vancomycin as well as IV nafcillin. It was reported that the infection was resolved prior to discharge.